Event description:
It was reported that the pt had prod lot # 41eldp10 implanted in 2002. She has had three add'l surgeries after that date due to pain and hernia recurrence.

Manufacturer narrative:
There has been no prod returned for eval. Therefore, no conclusion can be drawn.